Manufacturer narrative:
One collection cassette with tubing was received in a plastic zip lock bag. The part number and lot number could not be verified or determined. The assembly was dirty with fluid in the lines and dried solution in the collection cassette. No visual defects were noted. A functional test was performed using a stellaris pc system. The cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The tubing is not clogged. The reported problem could not be duplicated. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "tubing clogged. No patient injury."